Event description:
Revision surgery for knee instability at about 4 years and 7 months post-primary. Liner was revised successfully with a thicker one (from 12mm to 17mm).

Manufacturer narrative:
Batch review performed on 30 may 2023: lot 173798: 30 items manufactured and released on 15-sep-2017. Expiration date: 2022-08-23. No anomalies found related to the problem. To date, 22 items of the same lot have been sold without any similar reported event in the period of review.